Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) headquarters support center (hsc) specialist analyzed information provided by the customer to determine the cause of the discordant falsely elevated activated partial prothrombin time (aptt) on the sysmex ca-1500 coagulation analyzer and the bcs xp system. Siemens determined that the issue is limited to samples from this specific patient. There is no indication of a systemic or reagent issue. The patient was on unfractionated heparin and propofol, a white milky emulsion anesthetic. The patient plasma was lipemic from this medication, potentially causing optical interference with analysis. An alternate sample was processed on a stago analyzer with an alternate non-siemens reagent and an aptt value of 66 seconds was obtained. The aptt assay is reported in raw seconds and is not a calibrated assay. Reagent sensitivity can vary drastically between reagent products across different manufacturers. Direct comparison of the raw aptt result of 40 seconds obtained on the bcs xp system and the aptt result of 66 seconds determined on the stago system is not possible. The results from each system must be evaluated against a system specific normal reference range and heparin therapeutic range. The patient's triglyceride level of 479 mg/dl exceeded the interference limitations of the bcs xp system and the sysmex ca-1500 analyzer. Interfering substances such as triglycerides and propofol in the affected samples is potentially another cause of the discordant results. Both systems appropriately flagged the aptt results for these patient samples. This issue is isolated to this specific sample. The cause of the discordant, falsely elevated aptt results on the sysmex ca-1500 coagulation analyzer and the bcs xp system is unknown. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple activated partial thromboplastin time (aptt) results were obtained on a lipemic patient sample on the sysmex ca-1500 coagulation analyzer and bcs xp system. A discordant, falsely elevated aptt result of >120 seconds was reported to the physician, who did not question the result. Based on this result, physician stopped the patient's heparin infusion for 60 minutes and decreased the patient's heparin therapy by 200 units per hour. The customer indicated the patient was not negatively impacted by the treatment modification. The patient blood was re-drawn four additional times and three samples were run on both systems. The customer observed differences in the ptt results between the two systems and contacted a siemens technical support specialist, who advised the customer to not report these results outside the lab. The customer did not report out these results and alerted the physician the next day to interpret aptt results with caution. The last redrawn sample was run on an alternate non-siemens (stago) instrument. The customer reported this result to the physician. There are no known reports of adverse health consequences due to the discordant, falsely elevated aptt results.